Event description:
Pt presented to hospital emergency room in drug withdrawal due to infusion pump running dry. Unable to confirm as to whether low reservoir alarm was sounding. Pt received oral medication at the hospital, and had no further complications post refill. MFR rec'd contradictory info regarding the event and device status. Pt was refilled post-event, and at last report is doing well.